Event description:
It was reported that the patient was seen in the emergency room on (B)(6) 2014 experiencing fatigue. A loss of sensing and a loss of capture was observed on the atrial lead. A chest x-ray was performed and the lead was found to be dislodged. On (B)(6) 2014, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.